Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information following product return. The technical evaluation confirms the following from the visual inspection of the returned product: examination of ceramic head. Large regions of dark metal transfer are observed mostly on one half of the bearing surface. The surface of the ceramic head taper bore shows metal transfer marks imprinted by the stem taper morphology, as well as some uneven metal marks. Brown residue is visible just above the taper engagement region. Metal transfer was also observed at the end of the taper bore. The manufacturing history records confirms no abnormalities or deviations reported. The device is used for treatment. The reported products were reviewed for compatibility with no issues noted. A review of complaint history found no additional related issues for this item and the reported part and lot combination. Three images of a total of five radiographs were provided with (B)(4): one post primary anteroposterior (ap) radiograph, two pre-revision radiographs (one ap and one lateral), and two post-revision radiographs (one ap and one lateral). The post-primary radiograph was taken on 26 june 2020 (3 days after surgery), the two pre-revision radiographs were taken on 1 june 2021 (23 days before revision) and the two post revision radiographs were taken on 23 july 2021 (1 month after revision). In the provided post-primary ap radiograph, the ceramic head does not appear to be concentric with the acetabular shell, suggesting malpositioning/disassociation of the liner and ceramic head. However, this radiograph does not show the patient¿s full pelvis and therefore does not have the necessary bony landmarks to determine the inclination angle and anteversion of the acetabular component. The pre-revision ap and lateral radiographs show lateral subluxation of the ceramic head, which corroborates with the reported disassociation and wear of the liner. This radiograph also does not show the patient¿s full pelvis and therefore the inclination angle of the acetabular component could not be determined. The maven md reviewer case report by medical metrics inc. Provided with the linked complaint (B)(4) states that advanced liner wear of the left hip arthroplasty with lateral femoral head subluxation and lateral heterotopic ossification. Subsequent revision with anatomic alignment. Suboptimal component assembly during primary surgery, as well as the reported patient¿s weight, may have contributed to the disassembling of the e1 liner from the acetabular shell. Positioning of components, in particular the inclination angle and anteversion of the acetabular shell, cannot be discussed without the provision of immediate post-primary and full pelvis radiographs, and primary surgery notes. No corrective actions, preventive actions, or field actions resulted after the investigation of this event.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that an initial left total hip arthroplasty was performed (B)(6) 2020. Subsequently, the patient was revised on (B)(6) 2021 due to pain.during the revision, it was noted that the poly liner was loosened and worn with diffuse metallosis in the surrounding soft tissues. The head and linerwere replaced without complication.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. The device is used for treatment. The reported products were reviewed for compatibility with no issues noted. A review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified the reported issues which include metallosis, poly wear, poly loosening, pain, no other complications reported. Mmi x-ray review supported the reported event of wear, and loosening of the poly liner with good alignment both pre and post reported events. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. H3 other text : product not returned.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. Associated products: part: 010000935, lot: 6747569, g7 hi-wall e1 liner 36mm e. Part: 010000663, lot: 6691977, g7 pps ltd acet shell 52e. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an initial left total hip arthroplasty was performed (B)(6) 2020. Subsequently, the patient was revised on (B)(6) 2021 due to pain. During the revision, it was noted that the poly liner was loosened and worn with diffuse metallosis in the surrounding soft tissues. The head and liner were replaced without complication. Attempts have been made but no further information has been provided at this time.